Manufacturer narrative:
Please retract this report 2017865-2013-04847 the same issue was reported as 2017865-2013-04645.

Event description:
It was reported that the right atrial lead dislodged one day post implant. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.